Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no changes in the patient condition with regards to tip separation. The subject microcatheter was returned and observed. Strands of distal shaft proximal to the tip portion were widened due to accumulated torsion. Underlying braids were exposed from tip breakage site. Trace of ductile fracture was seen on the remaining tip polymer on the shaft. The catheter lumen became narrowed. The separated tip was also observed microscopically. The proximal side of the separated tip also showed trace of ductile fracture. The separated tip was twisted and scratched from the distal end to the middle portion. Observation found that the tip separated at approximately 5 mm from the distal end where the border of the shaft and tip polymer lay. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that rotational and pulling force exceeding the product design limit might be applied to the catheter while the catheter tip was trapped by the heavily calcified cto lesion. The excess torsion led the tip to be twisted and eventually broken off. There was no indication of product deficiency. Although the separated tip was returned, it was too severely damaged to rule out a possibility that tip fragment might be left in the vasculature. Instructions for use states that: - [contraindications] do not use this microcatheter in advanced calcified lesion; - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During a pci to treat a heavily calcified cto lesion in the rca, a guide wire was advanced with the subject microcatheter. The catheter was advanced into the calcified spot and its tip became trapped by the calcium. When the physician attempted to remove the catheter, the tip became separated and the separated tip remained on the guide wire. The separated tip was retrieved together with the guide wire. Then another microcatheter was advanced with another asahi guide wire, perforation occurred at the av #4. Autologous fat cells were used for embolization. The physician decided not to reestablish the blood flow and the procedure was terminated. The patient had been under post-operative monitoring.